Manufacturer narrative:
Additional information was received on 11/24/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 12/15/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear measuring approximately 7.4 cm was found within the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent removal and replacement with two 400cc mentor memorygel breast implants on (B)(6) 2020.